Event description:
It was reported that an attempt was made to cross the vision stent through a newly implanted stent in a coronary artery in order to treat the distal aspect of lesion (contrary to IFU). The vision was unable to cross the lesion and subsequently stuck inside the other stent. After several forcible maneuvers to remove the device against resistance, it was finally withdrawn from the patient. Upon removal, inspection of the stent showed that it was very "gnarled" and a piece of the artery was attached to it. The patient is reported to be stable at the time of this report.